Event description:
The customer reported that while pipetting on summit, the tech noticed uneven well volumes across the entire plate. No error was generated by the summit. No death or serious injury was associated with this incident.